Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. A power loss was not observed. A battery compartment crack was observed below the grip pad. Current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. One low battery warning and one replace battery alarm were observed in the black box with evidence of a partially discharged battery being installed on 03/19/2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a new lithium battery had lasted 1 week and that the battery had been changed 3 times in the last 30 days. Reportedly, the pump flashed low battery then immediately alarmed to replace the battery. Reportedly, the battery cap was in good condition and tight, there were no unconfirmed alarms in the alarm history, and no moisture in the battery compartment. The reporter stated that the patient had been using an energizer lithium battery with the correct pump setting on lithium. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.